Event description:
PICC (peripherally inserted central catheter) found broken-had snapped at the butterfly. Risk closure comments: PICC was found broken, removed from patient. No harm to patient.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 1000060000-2023-8013 the investigation for this complaint could not be performed in a timely fashion because the sample had not been returned to the manufacturer for their investigation.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. We received a 30 cm nutriline catheter tube as a sample. The distal end indicates that the catheter tube was shortened at the 7 cm marking. Microscopic examination of the proximal end showed a rough and uneven fracture plane. The rough and uneven surface is a typical sign of a tensile fracture due to a high tensile load. The surface of the fracture plane indicates that the catheter tube was in contact with alcohol there are various possible causes that can lead to catheter leakage/tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter.". A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak-tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted with no exemptions found. The batches complied with its specifications and were released. There is one further complaint for batch 8171600 and three further complaints regarding a catheter, which was completely torn out at the fixation wing on code 4g07125235 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
PICC (peripherally inserted central catheter) found broken-had snapped at the butterfly. Risk closure comments: PICC was found broken, removed from patient. No harm to patient.

Event description:
PICC (peripherally inserted central catheter) found broken-had snapped at the butterfly. Risk closure comments: PICC was found broken, removed from patient. No harm to patient.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.